Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to push buttons a couple times to get insulin pump to respond also screen backlight washes everything out and shows bars across the screen which makes it hard to see. Customer's blood glucose value was unknown at the time of the incident. Customer stated that insulin pump also received the unexplained no delivery alarms also insulin pump rejected the batteries. The device will not be return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No failed battery alerts or unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Display options was adjusted accordingly and no backlight anomalies noted. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Device shows no damage on lcd controller or lcd glass.